Event description:
It was reported that during an interventional stenting procedure in a very tortuous mid left anterior descending artery a 3.5 x 33 mm xience prime stent did not cross the lesion. The physician then attempted a 3.0 x 23 mm xience v rx stent but it would not cross. Next, a 3. 5 x 15 mm xience v otw was attempted but it would not cross. All three devices were removed without any resistance from the patient anatomy. The physician then attempted a 3.0 x 23 mm xience v otw which would not cross the lesion. As the physician was attempting to torque the rx catheter, the stent delivery system catheter broke in two pieces, outside the patient anatomy. The device was removed from the patient anatomy without any resistance. Another unspecified xience v stent was used to complete the procedure. There was no reported adverse patient effect or clinically significant delay in the procedure. There was no additional information received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: analysis of the returned device revealed that the shaft was separated/detached 12.2 cm distal to the strain relief tubing, thus confirming the reported device issue. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4).